Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they couldn't get their device to connect to the controller. When patient tried to connect to ins during the call patient said they saw a message that said internal device has lost all data. The patient was redirected to their healthcare provider to further address the issue. Health care provider (hcp) called on (B)(6) 2024 and referenced this case. The caller states the pt has an MRI scheduled for saturday and they would like to know how to resolve this issue presented in this case (caller initially said the issue was the patient (pt) could not connect to their ins). Agent reviewed options, agent reviewed with caller that this note did not make it clear which exact message the pt saw as it relates to data lost (i.e. Can they press 'ok' or is it just 'end session'). Caller to follow up with rep to have pt come in before their MRI.